Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump reservoir top compartment was chipped and has to watch reservoir frequently to keep it in. The customer¿s blood glucose level was unknown at the time of incident. The customer also reported that the rewind was slower and louder, the motor sounds labored. The customer reported that the buttons were harder to press and insulin pump received no deliver alarms and needed to change the reservoir. The customer declined transfer to helpline. The insulin pump will not be returned for analysis.